Event description:
Discordant calcium (ca) and glucose (glu) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca and glu results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the sample 1 probe and the sample 1 mixer. The cse also performed system alignments. The cause of the discordant calcium and glucose results is unknown. The cse successfully ran a system check and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.